Manufacturer narrative:
The ge service rep conducted an onsite investigation. The cine hard drive, the image processor board, and the cine bridge were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the digital subtraction mode would not work. No pt injury was reported.